Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.8, lab: 2.1. Pt has had inr1 meter since 2007. Expected target range is 2.5-3.0. History of rheumatoid arthritis, osteoarthritis, diabetes. No change in diet/exercise/lifestyle, no otc drugs aside from the occasional tylenol. Takes magnesium. States june's routine labs were fine (no liver enzymes abnormal, cbc fine). Previous month's meter inr was 1.6, no lab draw though. Previous dosing was 5mg coumadin (for the last 4 yrs), but recently upped 2 nights to 7.5mg, the other 5 nights still 5mg. On (B)(6), pt phoned to report the correlation data: old meter (B)(4) = 2.7, new meter (B)(4) = 2.5. Lab draw = 2.6.